Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number.

Event description:
The complainant has reported that a old male patient with advanced metastatic lung carcinoma underwent a therapeutic placement of a wallflex enteral colonic stent for treatment of colon cancer. After predilatation of the lesion, the wallflex enteral colonic stent was well positioned and successfully implanted. One half hour after the procedure, radiological exam revealed a perforation within the rectal area. The perforation was treated with antibiotics during hospitalization. The patient has since been discharged. The clinician has indicated that the perforation is not related to the stent. Location of rectal perforation with regard to the colonic stent placement is not known.